Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event was reported as "a few months ago" - "sometime in 2017".

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had experienced a change of therapy; they were going to the bathroom an awful lot and then, when going, doesn¿t seem to go that much. This was noted to have started within the last couple of weeks (since around (B)(6) 2017). It was noted that there were no emi or falls that could be related to this issue. It was noted that the patient turned it up yesterday from 0.9 to 2.0 volts on program 4 and was then feeling stimulation. Troubleshooting included increasing stimulation on program 2 to 2.3 volts. They stated they were feeling stimulation in the buttock to upper leg. It was reviewed that they should keep a symptom diary, and that it takes time for the body to respond to therapy, and that if they did not get results in 2-3 days (by (B)(6) 2017), they should consult a manufacturer representative or their healthcare provider. Additional information received from the patient on (B)(6) 2017 reported they had a loss or change in therapy. The patient¿s return of symptoms started about ¿a few months ago¿ (sometime in 2017). The patient did not feel the stimulation and the therapy was on. There were no medical procedures or emi related to the issue but it was noted there was a fall. The patient stated that ¿"it seems like I¿m running to the bathroom a lot more and I take water pills for fluid retention in my legs in the morning and I think that works against me, I have to go every 5 minutes it seems like, and I keep having to replace the batteries in the controller". It was noted that the fluid in their legs was not related to the ins device/therapy. Also, the patient last replaced the batteries in the programmer several months ago which was noted as normal depletion. The patient reported that the stimulation was on during the report and was at 4.0 volts. They then felt the stimulation at 4.3 volts. The patient was directed to contact their healthcare professional (hcp) for the loss of therapy issue. There were no further complications reported or anticipated.